Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was given intravenous antibiotics and a right ventricular (rv) lead was placed and externally connected to a pacemaker as a temporary external pacing system. It was noted that the pacemaker was previously implanted in a different patient and later explanted in 2019 due to therapy upgrade. The external pacing system recently exhibited loss of capture (loc) and triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 2,300 ohms. It was determined that the rv lead was damaged during an unrelated procedure. The patient was brought to the electrophysiology lab and the temporary rv lead was replaced. After rv lead replacement, rv pace impedance measurements were 1,500 ohms thresholds were 0.9v at 0.4ms. The pacemaker remains in service at this time. No additional adverse patient effects were reported. The rv lead was retained by the explanting hospital.